Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be updated. This is the same event as 3010536692-2015-01233, -01234, -01236.

Event description:
Allegedly, patient was revised due to mom complications: pain; loss of surrounding tissue and bone; popping; swelling ; difficulty with ambulation and movements; loose acetabular cup with no bony ingrowth ; corrosion, scar tissue and soft tissue damage - left.